Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with his sensor and blood glucose readings. In the alarm history there were calibration not accepted, alert on low, alert before low, and suspend on low alarms. The customer was hospitalized on (B)(6) 2017 due to a high blood glucose level of 694 mg/dl. The ketones were off the scale and experienced a diabetic ketoacidosis. The customer felt like he was having a heart attack. The customer treated his blood glucose level with the insulin pump. The customer was taken to the hospital by the ambulance. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.